Event description:
In the process of pulling out the perclose device, the device snapped into 2 pieces. Pt had to be transferred to another facility for vascular surgery to remove the sheath. Occurred at (B)(6) hospital.